Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with 80% stenosis, moderate calcification and moderate tortuosity. The 3.5x33 xience alpine stent delivery system (sds) failed to cross due to the anatomy and the stent dislodged. A snare device was used to remove the dislodged stent from the anatomy. Another same size xience alpine was used to complete the procedure. There was no adverse patient sequelae. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na